Event description:
Reference number(B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025. The blood glucose level was 400 mg/dl at the time of event and the patient was treated with fluid and pump. The patient was admitted in the hospital for less than twenty-four hours. Patient also experienced symptoms like headache, tired/weak and increased thirst. No further information available.

Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.